Event description:
The patient reported that he has not had any pain relief from his pump system since it was replaced (B)(6) 2010. The dosage was increased for four consecutive weeks with no change in pain relief. The patient reported that after replacement "the pocket didn't tighten" and the pump flipped. He also reported that during the first refill in (B)(6) 2010 "there was 21 cc left in reservoir and 2cc were expected." Five days after refill, the pump was moved to a new location and the health care professional stated that there were no kinks or damage to the catheter. At a refill on (B)(6) 2010 "there were 24cc left in reservoir and 2 cc were expected." The patient stated that the "pump has grown in perfectly" and he "is in good shape now." A dye study was scheduled. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).